Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty balance blocks and was able to reproduce the reported event. It was determined that this is part of a batch that was machined incorrectly during the manufacturing process.

Event description:
The customer stated that this blender came without recess machining in the balance blocks causing the flow to fluctuate up and down. It is unknown if the unit was on a patient at the time of the incident.